Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tracer metro direct wire guide. The wire guide was advanced through a boston scientific 5-4-3 ercp catheter. When the wire guide was pulled back through the catheter, the tip of the wire guide sheared off and detached in the pt. Attempted retrieval of the wire guide tip was unsuccessful. The wire guide tip was left to pass through the gastrointestinal track naturally. No harm to the pt was reported.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusion: add'l info provided with this report indicates this wire guide was used with a 5-4-3 ercp catheter. The user facility indicated they are aware that the ercp catheter used during the procedure is not compatible with the metii-21-480. Standard 5-4-3 ercp catheters accept a maximum wire guide diameter of 0.018". Usage of the metii-21-480 (0.021" diameter) is the most likely cause for damage to the wire guide. Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the wire guide was used with an incompatible ercp catheter and this is the most likely contributor to this occurrence. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calculation, no further action is warranted at this time. When the complaint risk priority number is calculated for any future reports of this nature and the number reaches an action level, the appropriate actions will be initiated. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.